Event description:
The customer reported that the unit displayed a blank screen.

Manufacturer narrative:
The customer reported that the unit displayed a blank screen. A philips rep confirmed the failure. Replacing the control pca and power pca resolved the reported issue. Based on the available info, we could not determine the cause since multiple pcas were replaced.